Manufacturer narrative:
(B)(4). It was reported that pelvicol pubovaginal sling was implanted on (B)(6) 2007 due to stress urinary incontinence and vaginal prolapse with concurrent cystoscopy and anterior and posterior repair with mesh. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and pelvicol and in-fast devices were implanted due to stress urinary incontinence, cystocele, rectocele, and vaginal vault prolapsed. It was also reported that the patient underwent mesh implantation on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she had undergone add'l surgeries and revisionary procedures. No add'l info is provided at this time.